Event description:
On (B)(6) 2025, during a secondary intervention for a type ib endoleak on an earlier implanted graft, the patient received a zbis-12-61-41-us of unknown lot number. On the procedural angiography, they identified what was described as a type ii endoleak: ¿right iliac extension and iia component placed; persistent leak appears consistent with type ii though cannot completely exclude type iii.¿ the potential type iii endoleak mentioned would be at the location of the implanted zbis device and icast stent.